Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by manufacturer: the complaint device was received for product analysis. A visual and microscope inspection found no damage or irregularity to the device.

Event description:
It was reported that the collar was cracked. The patient was presented with a coronary atherosclerotic heart disease and unstable angina and underwent a coronary stent implantation and percutaneous coronary balloon dilation angioplasty procedure. The target lesion was 80% stenosed, proximally diffused and calcified. 99% subtotal occlusion was also noted in the mid right coronary artery. A 6f long guidezilla ii catheter guide extension was selected for use. During the procedure, it was noted that the collar of the device had a crack at the connection, and a quality issue was suspected. The device was removed normally, and the procedure was completed with another of the same device. There were no patient complications, and the patient remained stable post procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the collar was cracked. The patient was presented with a coronary atherosclerotic heart disease and unstable angina and underwent a coronary stent implantation and percutaneous coronary balloon dilation angioplasty procedure. The target lesion was 80% stenosed, proximally diffused and calcified. 99% subtotal occlusion was also noted in the mid right coronary artery. A 6f long guidezilla ii catheter guide extension was selected for use. During the procedure, it was noted that the collar of the device had a crack at the connection, and a quality issue was suspected. The device was removed normally, and the procedure was completed with another of the same device. There were no patient complications, and the patient remained stable post procedure.